Manufacturer narrative:
A review of the image result files showed that negative results were reported by the echo for all three cells of the screen. Visually, cell 2 appeared to be weak positive. Customers were notified of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
On (B)(6) 2015, the customer reported that a patient sample containing anti-e resulted as negative on echo (B)(4).